Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a broken belt clip rail. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, cracked battery tube threads, cracked case at the battery tube side, cracked case at the corner of the belt clip rail, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Pump received with flashing medtronic logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to flashing medtronic logo. Unable to download history files/traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, force sensor and moisture damage on the motor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Unable to perform the history review 1 week prior to the 14-may-2025 due to flashing medtronic logo. Cosmetic damage was confirmed at the back of the pump. Damage- belt clip damage or missing confirmed at the back of the pump. Unable to perform the required tests due to flashing medtronic logo. Display anomaly-flashing mdt logo confirmed during analysis due to corroded pcba 2. Upload error confirmed (unable to download history files/traces using thump due to flashing medtronic logo). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced little piece was missing that holds clip. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and it was found that the pump was bumped by the side mirror. Instructed customer to discontinue pump use and revert to back up plan as per health care professional instructions but the customer declined. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was the device was returned for analysis..